Event description:
Ventilator sounded inop alarm approximately 5 minutes after patient was placed on the ventilator. No code was noted by therapist. Ventilator hours at time of event: 13481. Ran self test with existing pt circuit and test lung and no errors codes or problems. Ran another 4 hours without any errors or inop state.